Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump¿s black box showed no errors, alarms, or warnings related to the complaint. The battery voltages shown were within normal specifications. The pump¿s current draws were within specifications. No overheating occurred during testing. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.